Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31940. It was reported that patient experienced ineffective therapy. X-rays confirmed that leads migrated. Surgery occurred during which the leads were explanted and replaced to address the issue.